Event description:
Revision surgery - the patient was revised from a total shoulder arthroplasty from a competitor to a reverse shoulder prosthesis. The patient chronically dislocated and a reverse was necessary after his rotator cuff failed. The patient fell and fractured his arm distal to the stem. During the revision, the surgeon replaced the stem and an all poly shell with a djo revision monoblock 220 stem and a +4 insert.

Manufacturer narrative:
The reason for this revision surgery was identified as a fall after 7 years, 10 months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 24th complaint for this part number: ten due to trauma, three due to infection, two for stability/poor joint issues, three for device loosening, one due to dislocation, one for fixation issue, and four revision surgeries. This is the first complaint for this lot number. The root cause for the revision surgery was due to trauma from the patient falling. There are no indications of a product or process issue affecting implant safety or effectiveness.